Event description:
Journal reference: voges, j., r. Hilker, et al. (2007). "Thirty days complication rate following surgery performed for deep brain stimulation." Movement disorders 22(10): 1486-1489. The article describes a retrospective study of 1,183 patients treated with deep-brain-stimulation for a number of conditions. Data was collected from five centers. The goal of the study was to evaluate serious adverse events occurring during the first 30 postoperative days. A number of patient complications were presented in the article. One patient suffering from multiple sclerosis (ms) with central respiratory insufficiency due to an inflammatory lesion localized in the medulla expired following dbs surgery. Autopsy documented acute progression of the encephalitis disseminate. The author indicated the death was possibly related to the dbs surgery. Unspecified, likely both unilateral and bilateral systems were used in the study.